Manufacturer narrative:
Evaluation result: fowler, set screw.

Event description:
It was reported by service report that the fowler was stuck in the lowest position. No patient involvement or adverse consequences are reported.